Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. The patient was treated with oragel.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, noise, leak, cut test requirements and current draw. Quality personnel then investigated the attachment. Maximum temperature for the attachment head did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 32.1 c. Free run testing for 3 minutes resulted in a maximum temperature of 35.2 c. Load testing attachment for 3 minutes resulted in a maximum temperature of 37.4 c. During examination after disassembly, interior cap and set components exhibited debris and lack of lubrication. Head tail, tail, set and main drive gear assemblies all exhibited moderate wear and/ or debris and/or corrosion. All components were dry and lacked lubrication. The lack of lubrication may have caused friction and as a result, acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing more friction and accelerated wear. This combination of events could cause the heat reported in the complaint.